Manufacturer narrative:
No consequences or impact to patient. Device operates differently than expected.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the device was weak and did not have enough power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
No testing performed as the unit has reached end of service life. The reported complaint was not verifiable. It was determined that the sternal saw has reached its end of service life, as a result, the unit was returned to the user facility unrepaired to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).